Event description:
It was reported that (1) device was used during a proctrectomy. It was reported by the affiliate that upon firing first cartridge (one which came with the device), no staples were found. The distal bowel had been cut with a knife before opening, and after firing the tx30g. When the tx30g was removed, no staples were found to have formed in the bowel or had fallen into the pt. A hand anastomosis was performed to finish the case. A second cartridge was fired on the proximal end and the staples were ok. The case was extended 2 hrs due to this problem.